Event description:
The customer reports that surplus lubrication is dripping from the rotating joint of the lateral stand on the bi-plane device.

Manufacturer narrative:
Method, results, and conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.